Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the reporter contacted lifescan (lfs) (B)(4) alleging an issue with the lay user/patient's onetouch ultramini meter in that it displayed an "apply sample" message. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2016 in the afternoon. The patient manages her diabetes using insulin and self-adjusts the dose, and the reporter stated that the patient continued with her usual diabetes management routine after the alleged issue began. The reporter claimed that the patient experienced symptoms of "confused" an unspecified amount of time after the alleged meter issue began, and was reportedly taken to the emergency room (ER) on (B)(6) 2016 at 7am, where her blood glucose was measured using a hospital/ER device although the result was not known. The reporter claimed that the patient received hcp treatment of IV fluids in the ER in response to the reported issue. At the time of troubleshooting, the csr noted that it was the patient's first use of the device and their testing technique was incorrect as the meter code was not set correctly. The csr was unable to resolve the issue. Replacement products were sent to the patient. Although it was discovered during troubleshooting that the patient's testing procedure was incorrect and may have contributed to the reported issue, this complaint is being reported because the patient reportedly developed signs/symptoms suggestive of serious injury after the alleged issue began.